Manufacturer narrative:
B5: additional event information updated.h6: medical device problem code added.

Event description:
Clinical review/rationale updated based on information reported by the complainant. An impella 5.5 was inserted to support the patient of unknown age and gender who had been admitted into hospital for hemodynamic support. The indication was not shared. The 5.5 was running in conjunction with the automated impella controller (aic). After 18 days of support there was an issue observed with the aic. The aic had no audio for the alarm of the retrograde flow. There was no audio. The malfunction caused no reported harm or injury or intervention. The console will be conservatively reported, however there was no consequence to the patient and support. The pump remains on for support and the console was replaced without harm.

Event description:
An impella 5.5 was inserted, via the surgical access, to support the patient of unknown age and gender who had been admitted into hospital for hemodynamic support. The indication was not shared, nor was any medical history or comorbidities. The support was ongoing when after 18 days there were retrograde flow alarms. After 25 days of support there was an observation made of new aortic valve insufficiency. The pump positioning across the valve may have been a cause/contributor to the valve damage. During a follow-up discussion with the implanting surgeon, he reported that the recommended technique for administering anterograde cardioplegia¿cross-clamping the aorta with the impella in place and setting the pump to p1 during cardioplegia delivery¿did not function as expected in clinical practice. According to the surgeon, this technique resulted in left ventricular expansion and a slower-than-intended cardioplegia flow rate. Additionally they team did state the valve crossing was done with efforts as during the initial placement procedure, the pump had been placed in the aorta for the removal of an lv thrombus. It was not easy to push the canula back trough the aortic valve. The team also noted there was elevated purge pressures that were remedied by the addition of the lytic tpa to the purge fluid. The pump remains on for support to date. No other intervention or surgical repair of the valve has been reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Event description:
Clinical review/rationale. An impella 5.5 was inserted to support the patient of unknown age and gender who had been admitted into hospital for hemodynamic support. The indication was not shared. The 5.5 was running in conjunction with the automated impella controller (aic). After 18 days of support there was an issue observed with the aic. The aic had no audio for the alarm of the retrograde flow. There was no audio. The malfunction caused no reported harm or injury or intervention. The console will be conservatively reported, however there was no consequence to the patient and support. The pump remained on for support and the console was replaced without harm. The pump was not explanted due to the retrograde flow alarm as the patient was deemed far from weaning at that time.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.